Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced rib pain. The patient was receiving effective pain relief while using stimulation, but decided to remove the device. There have been no reports of further complications regarding this event.